Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The one-year rv shock and pacing impedance trend is also steadily increasing. A request was made to have device data analyzed, and a technical services (ts) consultant provided troubleshooting recommendations to rule out lead impairment. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The one-year rv shock and pacing impedance trend is also steadily increasing. A request was made to have device data analyzed, and a technical services (ts) consultant provided troubleshooting recommendations to rule out lead impairment. No adverse patient effects were reported. This lead remains in service. Attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, a supplemental report will be issued.